Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced two hernias (umbilicus and abdominal) coincident with peritoneal dialysis therapy. The hernias were manifested by difficulty breathing. The causes of the hernias were unknown; however, the hernias were diagnosed after pd therapy was initiated. On the same day as the event onset, the patient was hospitalized for the event. The patient underwent surgical removal of both hernias. The patient was temporarily switched to hemodialysis while convalescing during the post-operative period. At the time of this report, the patient is back on pd therapy and is recovering. No additional information is available.